Event description:
(B)(4): rep reports a patient had an MRI and pump motor stall occurred at 11:22. The pump was set to minimum rate mode and the patient was receiving ".06". Rep states pump is not alarming. The rep checked the pump logs multiple times looking for motor stall recovery message. The pump had been stalled for 4 hours with no recovery. The rep was to make plans with the patient to check the pump tomorrow morning. Morphine. (B)(4): a specifications information request was made. Reviewed alarm specifications. Mdt rep reported pt had MRI earlier today and is currently at home reporting hearing a pump alarm. Reviewed alarms specs, rep will follow up with pt tomorrow- no emergency and no therapy issues. Pump is at minimum rate, pt not using for therapy. Morphine. (B)(4): rep reports patient had an MRI and motor stall occurred. Rep interrogated the pump multiple times and five hours later pump had still not recovered. The patient called that night saying that she was hearing the critical alarm. The rep met with the patient the next day and the alarming had stopped. The rep could not even interrogate the pump at this time. Rep stated the pump had been at minimum rate since (B)(6) so the patient was "essentially on nothing". The patient had prior plans to have the pump removed and not replaced because she wanted to be off of narcotics all together. The patient did not experience withdrawal or any symptoms. The pump was currently not alarming.

Manufacturer narrative:
Concomitant medical product: catheter model: 8703w, lot# l71616, implanted: (B)(6) 2000, explanted: unknown. (B)(4).